Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She had a recurrent hernia repair and removal of some of the mesh on (B)(6) 2014. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 02/19/2018

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6)2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She had a recurrent hernia repair and removal of some of the mesh on (B)(6)2014. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
(B)(4). Details: it was reported that following the procedure the patient experienced urinary tract infection, and abdominal pain. No additional information was provided.

Manufacturer narrative:
Hernia recurrence occured it was reported that following insertion the patient experienced recurrent incisional hernia.